Event description:
It was reported that (1) tsg45 was used during a lobectomy thoracoscopic procedure. It was reported by the rep that the instrument tore the lung. The surgeon had to use a thoracotomy to do a lung resection. It is unknown how the case was completed.